Event description:
It has been reported that the bd ultra-fine¿ insulin syringe has been found experiencing five occurrences of scale marking issues before use. The following has been provided by the initial reporter: the scale was misaligned. It is curved.

Manufacturer narrative:
H.6. Investigation: customer returned (5) loose 3/10cc, 12.7mm syringes. Customer states that the scale was misaligned and it¿s curved. All returned syringes were tested using the plug gauge and all scale marking placements fell within specifications. No defects were observed on any of the returned samples. Unable to perform DHR check for scale misaligned due to unknown lot number. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd ultra-fine¿ insulin syringe has been found experiencing five occurrences of scale marking issues before use. The following has been provided by the initial reporter: the scale was misaligned. It is curved.